Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported event. The investigation was not completed due this event being a duplicate of a previously reported event. If additional information is received a supplemental report will be submitted. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that hair was found inside one of the ea and small particles in the rest of their on-hand inventory (59 ea) for this item. In total, they had 60 ea (5 ca) that were affected with lot # ngkq2761. Per additional information received via email on 25jun2025, it was reported that the lot number for the faulty catheters returned by our patient in our previous conversation was recorded incorrectly. It should be lot: ngjs5061. Per investigator notification received via task on 29sept2025, it was reported that foreign material was found in the additional sample received. Material#73024l and the lot ngkq2761.

Event description:
It was reported that hair was found inside one of the ea and small particles in the rest of their on-hand inventory (59 ea) for this item. In total, they had 60 ea (5 ca) that were affected with lot # ngkq2761. Per additional information received via email on 25jun2025, it was reported that the lot number for the faulty catheters returned by our patient in our previous conversation was recorded incorrectly. It should be lot: ngjs5061. Per investigator notification received via task on 29sept2025, it was reported that foreign material was found in the additional sample received. Material#73024l and the lot ngkq2761.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.